Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the broken power switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event which was due to power switch failure. Additionally, the device front panel was damaged. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, the evis exera iii video system center front panel on and off switch was broken. Upon inspection and testing of the returned device, it was observed that the power switch failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.